Manufacturer narrative:
Retainer ring = black. On (B)(4) 2021. Customer complained about having critical pump error (open book image) alarm, moisture damage. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, comlink3 was used to download. Comlink3 traces indicate that a critical error triggered the critical pump error (open book image) alarm. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify pump error 35 due to critical pump error (open book image) alarm. Device was cut opened, during visual inspection and found moisture damage on the j2/pcb1, force sensor. The force sensor measurement was within specification range. Device had scratched case, cracked case (battery tube). Device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, insulin pump was received with critical pump error (open book image) alarm after battery insertion and unable to download insulin pump history due to moisture damage electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error. No harm requiring medical intervention was reported. The device will be returned for analysis.